Manufacturer narrative:
(B)(4). Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that prior to an initial total knee arthroplasty, the femoral implant was found to have holes present on the inner poly bag and residue was present on surface of the device. The device was not used during the procedure due to concern over sterility. There was no patient impact and no adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual evaluation of the provided photos identified white debris on the device that is visually consistent with foam debris from the foam insert. The poly bag was torn allowing the friction between the device and the foam insert. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event can be attributed to transit damage. The condition of the device when it left zimmer biomet control is considered conforming to specification. Reported event was confirmed by review of provided photographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.